Event description:
A dialysis nurse reported that the machine was using too much bicarbonate solution during an in pt hemodialysis treatment. The pt did not have any complaints, but was dialyzed later that day to correct an elevated bicarbonate level.